Event description:
During a clinic follow-up, a loss of capture and a decrease in the pacing impedance were observed on the right ventricular (rv) lead, an increase in the capture threshold and a decrease in the pacing impedance were observed on the left ventricular (lv) lead, and decreased sensing was observed on the right atrial (ra) lead. Provocative testing was performed, but the noise and impedance variations were unable to be reproduced. Additionally, diagnostic imaging was performed, but no abnormalities were revealed. The patient was hospitalized, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the right ventricular, left ventricular, and right atrial leads were all explanted to resolve the event. The patient was stable.